Event description:
The customer reported cracking/tear of the membrane for the centrifuge pressure sensor. This membrane is part of the cassette. At the end of the process a blood leak occurred, when the cassette was removed from its operating position. The collected products were not approved for use on humans by the customer. The customer reported that during the procedure, no blood leakage occurred, and alleges that there's likely not a risk to the donor. The customer also alleges that potentially there is a risk of bacterial contamination of the apheresis product due to undetected leakages of micro-lesions. Pt info is available at this time. Caridianbct is awaiting the return of the device. This report is being filed in response to he customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation, eval and corrective actions are in process. A follow-up report will be provided.